Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that t the cdh29p device was returned with no apparent damage and inside of its opened packaging. Upon visual inspection, the blister was noted damaged on the corned side; the damage was noted to be from the outside to the inside of the blister. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the shipping container was in-tact but product package was compromised and non-sterile. Nurse noticed the damaged package prior to opening the device.